Event description:
Caller reported a malfunction on the pump with malfunction code malf 16, occurring without any prior notable events. There was no adverse impact on the customer's blood glucose level. Customer did not reset the pump initially due to lack of insulin but later received assistance from technical support to reset it. However, the malfunction persisted, leading to the decision to replace the pump. Technical support provided the customer with a backup insulin pump, reset information, and instructions for storage mode. The customer will use a back up pump as an alternate method of insulin therapy until the replacement pump arrives.